Event description:
A 3-level acdf was performed on (B)(6) 2011 using helix acp system at the c4-c7 spine levels. During routine 1-month follow up (approx (B)(6) 2011) review of radiographs noted the inferior screws had fractured. The pt is a (B)(6) male. Radiographs taken in the immediate post-operative period indicated the construct appeared to be intact. The pt remains asymptomatic. Revision surgery is not planned; surgeon plans to monitor pt status.

Manufacturer narrative:
(B)(4). The pt reported no impacts or falls that might suggest a reason for the screw fracture. It is also unk if the pt's bone tissue has failed to fuse. Root cause is not known. When add'l pertinent info becomes available, a follow-up report will be filed. Review of labeling notes: "potential risks identified with the use of this system, which may require add'l surgery, include: bending, fracture or loosening of implant component(s)."